Manufacturer narrative:
Please note that the device availability section was inadvertently reported as (B)(6) 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the control unit was not functioning and defective. It was noted that the control unit does not function. No output voltage could be measured at the control unit. The handpiece is in a very good condition, no liquid residues were identified. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: please note that in addition to the failures included in the previous supplemental report, an additional pretest failure has been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for check off/oscillation/on switch mode function. It was determined that most likely the failure (ecu not functioning) occurred due to defective potted components such as transistors and semiconductors which may have become damaged during the reprocessing step at the hospital facility. However it cannot be excluded that the attachment used together with the handpiece has not been properly maintained and due to this reason the load applied on the handpiece was higher and it affected the reliability of the product as more current absorption is required by the ecu causing its fault. However, this information does not change the assignable root cause as the root cause remains undetermined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the serial number as unknown. It has been updated to reflect the serial number ((B)(4)). The previous report stated the date of manufacture (dom) was unknown. Date of MFR has been updated to reflect the date (may 13, 2016) the device was manufactured. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is unknown. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during a surgical procedure for a humeral diaphysis fracture it was observed that the small battery drive device stopped moving while using a multi lock long device. It was reported that the device did not move at all. It was reported that there was a 10 minute delay in the procedure, a competitor¿s spare device was used, and a radiolucent device was inserted without penetrating and the procedure was successfully completed. It was reported that the device was tested before the procedure and there were no issues. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.